Event description:
It was reported that during a whipple procedure, the device fully articulated back and forth when the firing trigger was pulled - it did not fire and did not deploy staples. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2023. D4: batch # 309c22. A manufacturing record evaluation was performed for the finished device batch number 309c22, and no non-conformances were identified. Additional information was requested and the following was obtained: is the lot or batch information available? I do not have that information. I returned the device via fedex tuesday. Additional information: I am still waiting to hear back from the surgeon, but I did speak with the assistant that fired the device. The assistant confirmed that it was the 2nd firing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pc-(B)(4). Date sent: 9/28/2023 d4: batch # 309c22 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with damage in the handle shrouds and with no reload present. The device was returned with a non-working firing mechanism. The device articulates when the firing trigger is actuated. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the shifter plate was noted broken around the pin hole. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 309c22, and no non-conformances were identified.